Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: (B)(4) -xxxxxx (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: cn-xxxxxx (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
The patient reported that her pdm internal battery has gone, every time she changes the batteries it deletes her data and resets the clock, so she must manually bolus for 4 hours. Her blood glucose reached 29 mmol/l (522 mg/dl) and she had to be hospitalized. She did not provide any further information regarding the hospital visit or her treatment. She mentioned that her healthcare provider did not believe the hospitalization had anything to do with the pump as she was blousing fine.

Manufacturer narrative:
Investigation found that the backup battery was unable to hold a charge. This caused the clock to reset when replacing the batteries. The backup battery was inspected for any corrosion or damage and none was found.